Event description:
The hcp reported a catheter blockage during the first refill. It appeared that no drug had been infused. A dye study was attempted, but the hcp was unable to aspirate from the cap. X-rays indicated there was no issue with the catheter. The pt was brought back to the operating room to disconnect the catheter from the pump. The catheter was aspirated, reconnected and found to be patent. Infusion appears normal after the procedure. The type of medication, concentration, and daily dose being administered via the pump were not reported. No other symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes avail.